Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified right coronary artery (rca). A 3.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was unable to deliver despite much force to push the device. Eventually, the shaft got kinked and it was broken for about 15 cm from the hub. The balloon was never inflated and it was removed from the guide catheter with the stent still on the balloon. The device was retrieved from the patient's body without any issues. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues. There were no signs of damage, lifting or stretching of the stent struts. The crimped stent od(outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device identified multiple hypotube kinks. An examination of the shaft polymer extrusion identified multiple inner extrusion kinks. The midshaft was stretched on the proximal side of the port bond. The port bond was stretched, twisted and damaged. There was a tear in the port bond extending distally. During the analysis the reported shaft break was not confirmed. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified right coronary artery (rca). A 3.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was unable to deliver despite much force to push the device. Eventually, the shaft got kinked and it was broken for about 15 cm from the hub. The balloon was never inflated and it was removed from the guide catheter with the stent still on the balloon. The device was retrieved from the patient's body without any issues. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.